Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, customer dropped the pump and the touch screen became shattered. Customer is unable to interact with the pump due to the touch screen becoming non-functional because of the damage. Customer's blood glucose was 300 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.